Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 7.3 mmol/l, 16.2 mmol/l, and 2.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).